Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
The manufacturer representative reported that the patient felt like the system was coming out of her body. The patient stated that the extensions were causing irritation. Further information received from the representative reported that the same issue as the patient was very skinny and the extensions move when she moves and she could feel them which made her think the whole system was coming out. The healthcare provider was made aware and did not believe the system was coming out. No interventions were planned at the time. Additional information received from the consumer reported that there was scar tissue around the lead that was popping out. No device issue reported. Further information received on (B)(6) 2017 from the healthcare professional (hcp) reported that the patient had a revision. The hcp had incomplete op notes and had no additional information. The patient was to have an MRI for reasons unrelated to the implanted device therapy. The indications for use were non-malignant pain and head/neck (non-malignant).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.